Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files of the device was analysed. The information provided by the user appears in the history of 01/17/2023. However the user did not press "start" to start the infusion any time. It is also important to note that the history shows that the equipments battery was completely discharged. Check if the equipment is infusing correctly: programmed flow: 100ml/h. Programmed volume: 100ml. Time calculated by the equiment: 01h00min. Infusion time: 01h0015min 15. Infused volume: 101ml (mean value between 100ml and 102ml. Fixed administration rate accuracy +/- 5% according to iec/en60601-2-24. The equipment is infusing accurately.

Event description:
As reported by the user facility information by bbm sales organization in brasil: "overinfusion" customer statement: "the pump was programmed to infuse 600ml in 16h, but the drug was infused in 1 h. Hypoglycemia patient."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in brasil: "overinfusion". Customer statement: "the pump was programmed to infuse 600ml in 16h, but the drug was infused in 1 h. Hypoglycemia patient."